Manufacturer narrative:
The pump has not been returned to animas for evaluation. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.

Event description:
On (B)(6) 2018, the reporter contacted animas, alleging a prime (load step malfunction) issue. It was alleged that there was a filled cartridge in the pump and the pump was priming the tubing during the load step. There was no indication that the product caused or contributed to an adverse event. This issue is being reported because there is the potential for insulin over delivery if the patient is not disconnected during the load cartridge step. The owner's booklet provides a warning to the user to never start the prime/rewind sequence on the pump while the infusion set is connect to the body and provides multiple reminders during the prime/rewind sequence.

Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 10-sep-2018 with the following findings: the force sensor calibration failed due to internal moisture ingress to the force sensor housing and flex pins. The black box verified the user was experiencing "no cartridge detected" warnings at the load step on 15-aug-2018, and deliveries were not resumed. An intermittent load step malfunction was duplicated during investigation and pump forced out approximately 160 units before stopping.